Event description:
It was reported that the user frequently entered "less than" meal announcements, which maladapted the ilet and contributed to post-meal hypoglycemic events; the agent collected blood glucose details and assisted with a factory reset, and the user treated lows with oral glucose. Symptoms included hypoglycemia with a nadir of 67 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, identified a usage problem related to incorrect meal size entry, and indicated that the glucose outcomes were consistent with the reported announcement behavior rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.